Event description:
Transcatheter aortic valve replacement (tavr) procedure scheduled for cardiac catheterization laboratory (ccl): no heart rate (hr) noted. On lead 3 then changed to avl. Good wave form no hr. Blood pressure(bp) and oxygen (o2) were being monitored on anesthesia machine. Room had been re-booted in the morning prior to case start and leads tested, was able to get accurate hr changing leads multiple times abdominal finding hr on avl lead.